Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. It was observed that the cover tube had been rotated on the loading unit adapter and pulled proximally which was causing the device to be difficult to load into an instrument. Functionally, the reload cover tube was reseated in its proper position and loaded into a post market vigilance (pmv) instrument. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during pre-op. There was difficulty loading the device. It did not work. The reload could not grasp or fire. No patient involved. Another handle and reload were used to complete the procedure.